Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing and air bubbles/air in line. The following information was provided by the initial reporter: material #: 2420-0500 , batch/ lot #: unknown. In our oncology department, patient's IV was beeping. Rn flushed t check patency. Rn encountered resistance/ pressure when flushing. Rn traced line and noticed door of IV channel was popped open- she opened the channel and found the tubing stretched and formed a bubble inside the channel. This occurred on (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: 1 sample was returned by the customer. It was reported that the tubing stretched and formed a bubble inside the channel. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing and air bubbles/air in line. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: unknown. In our oncology department, patient's IV was beeping. Rn flushed t check patency. Rn encountered resistance/ pressure when flushing. Rn traced line and noticed door of IV channel was popped open- she opened the channel and found the tubing stretched and formed a bubble inside the channel. This occurred on (B)(6) 2020.